Event description:
It was reported that the catheter separated, requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5f non-boston scientific (bsc) sheath and non-bsc guidewire were inserted along with the 4mm x 20mm x 144cm coyote es balloon catheter. The coyote was being used as an anchor to advance a 6f non-boston scientific (bsc) sheath from an antegrade to a more distal position. During the procedure, the coyote catheter became trapped in the severe calcification, and when strongly pulled, the catheter separated inside the patient at about 20cm from the distal tip. There was no reported resistance when the balloon was pulled out. The coyote catheter was removed by puncturing the dorsalis pedis artery and inserting an unknown balloon catheter from the retrograde and pushing out the coyote. The detached fragment was removed outside the body. The procedure was completed with a different device. No complications were reported, and there was no problem with the patient after the surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft was separated 25cm from the tip. There are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft was separated.

Event description:
It was reported that the catheter separated, requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5f non-boston scientific (bsc) sheath and non-bsc guidewire were inserted along with the 4 mm x 20 mm x 144 cm coyote es balloon catheter. The coyote was being used as an anchor to advance a 6f non-boston scientific (bsc) sheath from an antegrade to a more distal position. During the procedure, the coyote catheter became trapped in the severe calcification, and when strongly pulled, the catheter separated inside the patient at about 20 cm from the distal tip. There was no reported resistance when the balloon was pulled out. The coyote catheter was removed by puncturing the dorsalis pedis artery and inserting an unknown balloon catheter from the retrograde and pushing out the coyote. The detached fragment was removed outside the body. The procedure was completed with a different device. No complications were reported, and there was no problem with the patient after the surgery.